Event description:
It was reported that this was an arteriotomy closure of a common femoral artery using a proglide device after a percutaneous coronary intervention procedure, using a 6f sheath. Reportedly, the proglide device could not be removed from the artery. A cut down was performed to remove the device, and the artery was sutured closed to achieve hemostasis. Post-operative complications such as pulmonary embolism occurred which was treated with thrombolytic therapy. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The patient effect of pulmonary embolism is listed in the proglide instructions for use (IFU), as potential adverse event associated with use of the suture mediated closure devices. In the absence of device returned for analysis a conclusive cause for the reported difficulty could not be determined. Factors that contribute to device entrapment may include, but are not limited to, manufacturing, tissue or suture caught in foot, posterior cuff partly deployed in foot. The reported patient effect of pulmonary embolism is a known inherent risk of the procedure and the subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.